Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a detached drive support cap. The blood glucose reading was 362 mg/dl, which the customer treated for with a manual injection. The customer's parent stated that the insulin pump had been dropped prior to the call, and it alarmed no delivery. The customer had popped the drive support back in when it had come out. Upon troubleshooting, no missing segments were observed during self test and the device passed the self test. Assisted in running a 5 unit fixed prime; the insulin pump did alarm during delivery. Advised discontinuation and replacement of the device. Nothing further reported.

Manufacturer narrative:
Unable to perform excessive no delivery test due to loose drive support disk. The insulin pump received with protruded/loose drive support disk. The insulin pump received with minor scratches on display window, cracked case display window corner, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.